Event description:
According to the info received, during advancement of the amplatzer guidewire, a perforation occurred and the pt was referred to surgery. Prior to sending the pt to surgery, approx 1500cc of blood was removed.

Manufacturer narrative:
Upon receipt, the amplatzer guidewire was returned coiled up in a biohazard bag without any apparent defects. Following decontamination, the guidewire length measured within specifications, and no defects were observed. The cause of the perforation could not be determined with the info received. However, the guidewire was manufactured according to specifications as evidenced by the analysis performed upon return to aga medical.

Manufacturer narrative:
Follow up information from the clinic confirmed, the patient underwent an uneventful surgery for a tear in the left atrial appendage from the guidewire. Aga medical requested further information, but the hospital will not release the cath lab report because of concerns of violating patient privacy.